Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with a supraventricular tachycardia which the implantable cardioverter defibrillator (ICD) initially had correctly diagnosed. The device then changed the diagnosis as the a-a and v-v variance changed. As a result, the patient received multiple inappropriate high voltage therapy shocks. The device was reprogrammed to address this event. The patient was in stable condition and would continue to be monitored.